Event description:
Customer states the entire commode fell apart and the customer states she almost fell, no injuries.she states this happened just this morning. She states she has had it around 8 years.